Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient was not getting to targeted temperature (tt) and water temperature (wt) keeps getting warmer in spite of them trying to cool the patient and the patient's temperature increasing. Targeted temperature (tt) was 96f, patient temperature (pt) was 99.4f, water temperature (wt) was 85.6f, water flow rate (wfr) was 2.7 l/m. System diagnostics, outlet monitor temperature (t1) was 85.6f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 85.8f, chiller temperature (t4) was 38.8f, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 71 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12731.2, pump hours were 10771.9. Water temperature (wt) was still increasing. Advised swapping out to alternate device and send this one to biomed labeled not cooling. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Targeted temperature (tt) was 96f, patient temperature (pt) was 99.4f, water temperature (wt) was 85.6f, water flow rate (wfr) was 2.7 l per m. System diagnostics, outlet monitor temperature (t1) was 85.6f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 85.8f, chiller temperature (t4) was 38.8f, water flow rate (wfr) was 2.7 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 71 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12731.2, pump hours were 10771.9. Water temperature (wt) was still increasing. Advised swapping out to alternate device and send this one to biomed labeled not cooling. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient was not getting to targeted temperature (tt) and water temperature (wt) keeps getting warmer in spite of them trying to cool the patient and the patient's temperature increasing. Targeted temperature (tt) was 96f, patient temperature (pt) was 99.4f, water temperature (wt) was 85.6f, water flow rate (wfr) was 2.7 l per m. System diagnostics, outlet monitor temperature (t1) was 85.6f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 85.8f, chiller temperature (t4) was 38.8f, water flow rate (wfr) was 2.7 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 71 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12731.2, pump hours were 10771.9. Water temperature (wt) was still increasing. Advised swapping out to alternate device and send this one to biomed labeled not cooling. Sn (B)(6).